Manufacturer narrative:
(B)(4). Device was received with a blank display, problem isolated on the electronic assembly. Unable to verify failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not pass battery test, battery cap ok condition. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.